Event description:
A 6f angio-seal sts plus was deployed in a left common femoral artery puncture following a percutaneous peripheral intervention (ppi) for the right external iliac artery and superficial femoral artery chronic total occlusion from the contralateral femoral artery. A radi focus guidewire was used instead of the angio-seal guidewire. A pre-angiogram revealed there wa no calcification, tortuosity, or stenosis in the artery and that the puncture was not near the bifurcation. Resistance was encountered while threading the arteriotomy locator/sheath assembly over the guidewire, so ti was repeatedly advanced back and forth. Eventually the assembly fully advanced into the patient, and hemostasis was achieved without problems. The following day, the patient presented with coldness and decreased ankle brachial index (abi). Ultrasound revealed thrombus and hematoma in the puncture site, and a ppi was scheduled. A pre-angiogram revealed stenosis, thrombus and a vascular dissection approximately 10 cm. Anteroposterior to the puncture site. Stenting was performed and blood flow was restored.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.